Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted - the reported date of implantation was 1996; however, an exact date was not provided.. 510(k) number. Manufacture date.

Event description:
It was reported that patient underwent total right hip arthroplasty on an unknown date in 1996. Subsequently, an upcoming revision procedure has been indicated for an unknown reason. Radiographs provided appear to show wear of the modular head. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty in 1996. Subsequently, a revision procedure was performed on (B)(6) 2014 due wear of the polyethylene acetabular liner. A review of invoice history confirmed the revision surgery date and that the acetabular liner and modular head were removed and replaced during the revision procedure.